Event description:
It was reported that the system had an intermittent loss of live image. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced a video connector. The system operates as intended.